Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was clarified and confirmed that there was no staff or health care professional impact. It was also reported that there was no delay on the procedure and it was completed by using another set of device.

Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction as the temperature rise was within specification at 9.6°f. However, it was noted that bearings were worn and it was corroded internally. This finding may have contributed to the user¿s experience. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 71 months with no record of factory service during this period. We will continue to track and trend this complaint type. Facility phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device got hot and burned the surgeon's hand. No additional information was provided regarding surgeon's current status. Additional information about the event is being followed up from the facility contact person.